Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, ; product ID 3 7754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient felt like her implantable neurostimulator (ins) was ¿shocking her differently than before¿ at the time of report. The patient further reported that this had occurred after falling off a step stool and landing on her back on the day of report. The patient was in the emergency room due to pain at the time of report. A manufacturer representative had reportedly checked the ins following the fall and they had indicated that ¿everything was ok¿ at that time. A supplemental report will be filed if additional information is received.